Manufacturer narrative:
It was initially reported that the suspect medical device is a mentor smooth round moderate profile 425cc saline breast prosthesis. On 03-apr-2024, mentor became aware that a device that was initially identified as not belonging to any existing complaint file actually belongs to this event. The device information reported in manufacturer report number 1645337-2024-04181 is for this complaint file. All additional information for the device will be submitted under this manufacturer report number (1645337-2024-01618). The suspect medical device is a mentor smooth round moderate profile 475cc saline breast prosthesis, catalog #3501680, lot #7620335, UDI # (B)(4). Mentor completed its investigation on the suspect medical device on 03-apr-2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 0.4 cm. A microscopic examination was performed, and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2023.